Manufacturer narrative:
Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the device was returned for evaluation. The delivery system was completely flushed during evaluation and a 0.035" guidewire was advanced through the system without problems. The stent was found partially deployed which is thought to have been a inadvertent premature activation of the stent during the reported difficulty advancing the system over the guidewire since the system doesn't appear activated which leads to confirmed results for premature activation. The lesion was predilated, there was calcification, the delivery system was flushed and a device compatible guidewire/ introducer were used; device damage was not noted prior to use. Based on available information and evaluation of the returned sample, the investigation was confirmed for premature activation. A definite root cause for the reported event could not be determined. The reported use of the device represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath", "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. (Expiry date: 05/2023).

Event description:
It was reported that during a stent placement procedure in the iliac vein through femoral, the device unable to pass through guide wire. The procedure was completed using another device. There was no reported patient injury.